Event description:
It was reported that the patient complained of feeling "tired all the time" and "short of breath.' The patient stated that the physician had indicated the device would need to be replaced soon. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.